Manufacturer narrative:
Product has been discarded. A review of the device history records is in progress. Based on the available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
It was reported that a doctor was performing laser treatment a patient's face and stomach and on the 616 pulse they witnessed a spark then noticed a burn mark on the surface of the tip membrane. The doctor then did pulsing 3 times at 1.5 level and waited 10 minutes to see if it changed. However the same blue lighting and smell occurred which caused the treatment to be stopped. No patient injury or unexpected patient results were observed. The patient returned the next day to complete the treatment with no issues.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. No patient injury occurred.